Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that there was debris in the sterile package. Additional information on the reported event is unavailable.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified hair-like debris embedded in the foam padding. The sterile cavity seal was still intact. The reported event is confirmed.device history record was reviewed and no discrepancies were found. The likely condition of the product when leaving zimmer biomet was not conforming to specifications. The root cause of the reported issue is attributed to operator error during the manufacturing process. This product falls within the scope of a corrective action that is reviewing the debris in sterile packaging issue . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.